Event description:
It was reported via repair work order that the foot end lift was elevated and would not lower and the trend angle was inaccurate due to the potentiometer being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.